Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the last time she changed the insulin pump's battery, a number 6 came up on the screen and then went into rewind mode. In the alarm history unexpected restart and external error alarms were found. The self-test passed. Customer's blood glucose level dropped to 42 mg/dl. She treated her low blood glucose level with glucose tablets. The device was not returned.